Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a procedure, after a couple of seconds using the werewolf coblation wand, the suction function stopped working and the probe started overheating. This continued throughout the case. The procedure was completed with a non-significant delay but it is unknown how. No patient injuries or other complications were reported.

Event description:
It was reported that, during a shoulder arthroscopy, after a couple of seconds using the werewolf coblation wand, the suction function stopped working and the probe started overheating. Also, there was no suction function. This continued throughout the case. The procedure was completed with the same device, without the suction function. The shoulder joint had to be irrigated frequently to wash out the debris caused by coblation without suction. There was a non-significant delay. No further complications were reported.

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.